Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which addressed the issue. Therapy was restored post-operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. Correction: conclusion code corrected. Method code added where missing before. Results code corrected.

Event description:
It was reported that the ipg became inoperable after the patient did not maintain and charge the device as recommended. In turn, surgery may occur to address the issue.